Event description:
The facility reported alarms at start up during biomed testing. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative stated that there were no reports of pt injury or medical intervention associated with this event.

Manufacturer narrative:
Evaluation summary: the reported condition was confirmed and found to be caused by depleted batteries. A corrective and preventative action has been initiated (mdq-CAPA-132).